Event description:
It was reported that upon inserting the coil into the hub of the microcatheter, the physician observed that the 5mm distal section of the coil was fractured. The coil was replaced with another similar coil. There was no patient involvement.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Analysis of the device revealed that the delivery wire kinked likely due to handling. The main coil junction was intact reflecting that the coil was attached to the delivery wire. No other anomalies were observed to the returned device. During functional evaluation resistance was experienced as the delivery wire was advanced through the introducer sheath likely due to the kinked observed. Analysis did not identify the reported break. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that upon inserting the coil into the hub of the microcatheter, the physician observed that the 5mm distal section of the coil was fractured. The coil was replaced with another similar coil. There was no patient involvement.